Manufacturer narrative:
One device was returned for analysis. Visual inspection found a crack next to the upstream occlusion sensor. Additionally, the item number on the rear label was incorrect. A visual inspection was performed, and the reported issue was confirmed. The cause of the reported issue was due to fluid ingression. As a result, the upstream occlusion sensor, printed wiring assembly, and chassis were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a corroded battery compartment, due to possible fluid ingression. During physical inspection, it was found that there was a crack next to the upstream occlusion sensor. There was no patient involvement, no patient injury was reported.